Event description:
Upon removal of lumbar drain, drain noted to be irregular and concerning for partial loss of catheter at the insertion site. Patient required surgical removal of a retained lumbar drain tip. Medtronic lumbar drain kit and duet drainage system.